Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer required assistance by nursing staff and gave intravenous fluids to address bg level. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.